Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced displacement of the infusion set adhesive portion from its original placement and also experienced redness, swelling on the left side of the abdomen, and rashes on (B)(6) 2026.